Event description:
It was reported, that a pt underwent revision surgery, due to the nail fracturing post op. Further info about the implantation and revision date are requested. We sold the implant in november 2007.

Manufacturer narrative:
Na